Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "did not work properly". The ipg was inactivated and replaced by a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.